Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 indicating contact issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device and determined that device experienced contact issue. The device was checked and passed operational test. ECG lead and pad waveform was normal. After performing the operational checks, device returned to full functionality.